Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported uncommanded bolus event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient received multiple uncommanded bolus over several days. The boluses were for meals with a carbohydrate content of 150-160 grams calculated to 7.5-8 units based on the patient's insulin to carbohydrate ratio of 1 unit per 20 grams. The patient's mother reported they did not program these boluses, and that the patient does not eat that much carbohydrate. The uncommanded boluses did not impact the patient's bg (blood glucose) levels, as he is consistently at his target. No information was provided on where patient's controller was at the time of the uncommanded boluses.